Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes employee. H3, h6: part: 404.832s, lot: 4l12081, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: march 30, 2019, expiry date: march 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in grenchen part: 404.832, lot: 3l78908. Release to warehouse date: march 11, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received cortex screw is in a used condition with slightly worn thread flanks, which is in conjunction with the complaint description that the screw was inserted during the procedure. The screw head is marked with part number 404.832 and lot number 3l78908. Investigation conclusion: the review of our system has shown that this screw was shipped sterile under the part number 404.832s with lot number 4l12081 to japan. The review has also shown that this screw was initially manufactured unsterile under the part number 404.832 with lot number 3l78908. This unsterile lot was sterilized afterwards and a new lot number was assigned for the sterilized part. Based on that the complaint can be confirmed as the lot number on the screw (3l78908) is indeed not the same as on the label of the sterile package (4l12081). However, as the review in the system has shown is this correct as the screw was initially manufactured unsterile and was afterwards sterilized according to internal processes, therefore it can be concluded that the screw was manufactured according to the specification, no deviation could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore, the investigation flow listed remaining investigation steps are not required. Remark: regarding the product experience code device interaction no further investigation was performed as there is no allegation about the functionality of the screw in the complaint description and as the screw is intact. Based on the complaint description was the cortex screw used for a initial fixation of the plate and afterwards replaced with a more rigid locking screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown event date. Additional product code: hwc. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal humerus transcondylar fracture with a va distal humerus plate and the cortex screw. During the surgery, the surgeon inserted the cortex screw to bond the bone and the plate. The surgeon finally replaced the cortex screw with a locking screw. After the surgery, when a nurse checked the lot number of the cortex screw, the nurse found that the lot number which was incused the cortex screw head was different from the one which was printed the cortex screw case. There was no surgical delay. No patient consequence. Concomitant device reported : unknown va distal humerus plate (part# unknown, lot# unknown, quantity 1) and unknown insertion instrument (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).